Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, on set-up prior to firing, a blade out issue was identified. The device was replaced and a new reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the microscopic inspection of the knife blade displayed no damage. It was reported that the knife blade was exposed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: incomplete stroke. Visual inspection not that the sulu (single use loading unit) was partially applied. The interlock was engaged. The product analysis noted evidence that the device was not used as intended. This issue may occur if the firing stroke was not completed the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: place a thumb behind the firing knob and two fingers on the instrument shoulders. Fire the instrument by sliding the firing knob forward to a complete stop. Failure to advance the firing knob fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. An unacceptable staple formation may result in leakage. Ensure that the firing knob was always fully advanced to a complete stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.